Manufacturer narrative:
(B)(4). A laboratory employee was splashed in the eye with a water/bleach solution while assisting an abbott field service representative (fsr) performing troubleshooting / maintenance on architect c1600375. The employee was not using any ppe (personal protection equipment) such as goggles or a face shield. A review of the architect c1600375 service history found no similar issues or related complaints. A historical review of complaints did not identify any other complaints for similar incidents. A review of product labeling shows adequate precautionary warnings and information necessary to ensure safety and the safe use of the architect c1600375, including use of personal protective equipment (ppe). Based on this investigation, neither a malfunction nor deficiency was identified for architect c1600375.

Event description:
While abbott field service engineer (fse) was on site one of the lab employees got water/bleach solution in her eye. The employee immediately rinsed the eye with water and with eye solution. The employee then went to the emergency department where they continued flushing the eye. The employee was then given eye drops to continue using. This is considered an adverse event for any treatment of an eye for injury or exposure to biohazardous / potentially biohazardous material beyond flushing of the eye with water.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.

Manufacturer narrative:
The use of bleach/water solution is supported by labeling in the service and operations manual for a variety of maintenance procedures, procedures utilized both by customers and field service personnel. In the scenario being reported in this MDR, it is not uncommon for the use of such solution; however, the use of personal protective equipment (ppe) is always required and the use of a syringe to flush the tubing is not recommended by add. As a result of a reassessment of this event, we are updating our complaint investigation conclusion to use error. The device neither malfunctioned nor was a deficiency identified for architect c1600375.